Event description:
It has been reported to co that debris was detected in the packaging of this device. Reportedly, "foreign matter was found on the wire". There was no pt involvement. The device is being returned for co's analysis.